Manufacturer narrative:
(B)(4). Concomitant medical products: 183108 - van ps open intl fem-rt 65 - j6865010; 141233 - biomet cc cruciate tray 71mm - j7018320; ve183642 - vgd ve ps tib brg 71/75x12mm - 65022128; 183099 - vanguard fem pegs set 2 - 624660. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02331; 0001825034-2022-02332; 0001825034-2022-02334; 0001825034-2022-02337.

Event description:
It was reported that the patient underwent a total knee replacement approximately one year ago due to pain. The patient alleges that the operating physician stated that the patient's implant had shifted and the patient reported having a similar pain from their leg to their ankle and down their leg as they did prior to the surgery. The patient further alleged that their new surgeon advised that the implant was too large and would need to be revised. The patient is scheduled for a revision surgery; however, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent a revision knee surgery approximately 14 months post-implantation. Attempts have been made and no further information has been provided.